Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer received a replacement pump as technical support was unable to confirm the cartridge alarm due to a malfunction. Customer reverted to an alternative method of insulin therapy.